Event description:
Cell saver used for bloodless medicine pt, who underwent robotic assisted laparoscopic bilateral ovarian cystectomy for endometriosis. Surgery progressed normally. Est blood loss 300ml. At conclusion, when closing skin and returning blood to pt, the pt went into cardiac arrest. Pt expired despite resuscitation efforts. Preliminary autopsy found microthrombi consistent with endometrial material in all lobes of both lungs.